Manufacturer narrative:
In (B)(6) 2005, a (B)(6) previously healthy woman experienced an acute subarachnoid hemorrhage while on a medical mission trip in (B)(6). She was ".own" to (B)(6), where angiography revealed a ruptured aneurysm in her right carotid artery, just distal to the origin of the right ophthalmic artery. She under­went a coil embolization procedure of the aneurysm with delivery of a combination of bare platinum ((B)(4) and bioactive ((B)(4)) coils via a micro-catheter ((B)(4)). In (B)(6) 2005, she presented with left upper and lower extremity weakness and numbness, which was followed by a tonic-clonic seizure. Upon admission to (B)(6) hospital, a magnetic resonance imaging (MRI) scan revealed 3 ring-enhancing lesions of unknown etiology. A frameless stealth-guided biopsy was obtained and showed necrotizing granuloma­tous "in.ammation" with abscess formation. This was initially suspected to be of infectious origin, and indeed 1 blood culture was positive for streptococcus mitis. However, all other cultures and stains for microorganisms were negative. Transesophageal echocardiography at this time revealed a patent foramen ovale with mild right-to-left shunt, tricuspid valve prolapse, and no visible valvular vegetations, perforations, or .ail segments. Despite the "inde.nite" etiology of the multiple abscesses, 6 weeks of ceftriaxone was prescribed, followed by itraconazole for possible fungal infection (in this regard, al-okaili and patel1 have described near total resolution of a ring-enhancing brain abscess that had developed after endovascular coiling of a saccular aneurysm and was treated with similar antibiotics). However, follow-up mris in our patient showed progressive variation in sizes of the abscesses, with some decreasing and some increasing, and also spontaneous formation of new abscesses. Pathology findings: review of sections from the biopsy in (B)(6) 2005 lesion was requested in (B)(4) 2006. At that time, nonrefractile filamentous blue-gray material was identified within some granulomas and microabscesses. This foreign material identified between giant cells was smaller, but otherwise identical to the previous radial artery cases. The foreign material was presumably overlooked initially because it was very thin, was sequestered between clusters of giant cells (rather than within them), and resembled separation artifact due to processing. The same type of coil, as had been used in this case, was obtained from our neuroradiology department. Using a dissecting microscope, the coil was carefully stretched to expose the polymer filament core. Segments of the filamentous core were then removed and placed on histologic slides for routine staining. Microsco­pically, the material was identical to that seen in case 3. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
Fealey et al complications of endovascular polymers associated with vascular introducers sheaths and metallic coils in 3 patients; am j surg pathol. 2008 sep;32(9):1310-6; report indicated that case 3: a patient underwent embolization of a ruptured distal right internal carotid artery aneurysm using polymer-containing coils (cerecyte coil and non-codman coils). Nine months later, she began developing multiple right-sided cerebral ring-enhancing lesions. Biopsy revealed granulomas and micro-abscesses, in which polymer filaments were later identified. The conclusions: hydrophilic coating may dislodge and induce a prominent foreign-body granulomatous response or micro-abscesses. Although the culprit radial artery sheath is now rarely used, embolization coils containing polymers are commonly deployed in clinical practice and may be a source of recurrent inflammatory lesions.

Manufacturer narrative:
No further information will be forthcoming.

Manufacturer narrative:
Fealey et al complications of endovascular polymers associated with vascular introducers sheaths and metallic coils in 3 patients; am j surg pathol. 2008 sep;32(9):1310-6; report indicated that case 3: a patient underwent embolization of a ruptured distal right internal carotid artery aneurysm using polymer-containing coils (cerecyte coil and non-codman coils). Nine months later, she began developing multiple right-sided cerebral ring-enhancing lesions. Biopsy revealed granulomas and micro-abscesses, in which polymer filaments were later identified. The conclusions: hydrophilic coating may dislodge and induce a prominent foreign-body granulomatous response or micro-abscesses. Although the culprit radial artery sheath is now rarely used, embolization coils containing polymers are commonly deployed in clinical practice and may be a source of recurrent inflammatory lesions. Clinical findings: in (B)(6) 2005, a (B)(6) previously healthy woman experienced an acute subarachnoid hemorrhage while on a medical mission trip in (B)(6). She was .own to (B)(6) where angiography revealed a ruptured aneurysm in her right carotid artery, just distal to the origin of the right ophthalmic artery. She under­went a coil embolization procedure of the aneurysm with delivery of a combination of bare platinum ((B)(4)) and bioactive ((B)(4)) coils via a micro-catheter (excelsior, boston scienti.c, natick, ma). In (B)(6) 2005, she presented with left upper and lower extremity weakness and numbness, which was followed by a tonic-clonic seizure. Upon admission to (B)(6) hospital, a magnetic resonance imaging (MRI) scan revealed 3 ring-enhancing lesions of unknown etiology. A frameless stealth-guided biopsy was obtained and showed necrotizing granuloma­tous in.ammation with abscess formation. This was initially suspected to be of infectious origin, and indeed 1 blood culture was positive for streptococcus mitis. However, all other cultures and stains for microorganisms were negative. Transesophageal echocardiography at this time revealed a patent foramen ovale with mild right-to-left shunt, tricuspid valve prolapse, and no visible valvular vegetations, perforations, or .ail segments. Despite the inde.nite etiology of the multiple abscesses, 6 weeks of ceftriaxone was prescribed, followed by itraconazole for possible fungal infection (in this regard, al-okaili and patel1 have described near total resolution of a ring-enhancing brain abscess that had developed after endovascular coiling of a saccular aneurysm and was treated with similar antibiotics). However, follow-up mris in our patient showed progressive variation in sizes of the abscesses, with some decreasing and some increasing, and also spontaneous formation of new abscesses. Pathology findings review of sections from the biopsy in (B)(6) 2005 lesion was requested in (B)(6) 2006. At that time, nonrefractile filamentous blue-gray material was identified within some granulomas and microabscesses. This foreign material identified between giant cells was smaller, but otherwise identical to the previous radial artery cases. The foreign material was presumably overlooked initially because it was very thin, was sequestered between clusters of giant cells (rather than within them), and resembled separation artifact due to processing. The same type of coil, as had been used in this case, was obtained from our neuroradiology department. Using a dissecting microscope, the coil was carefully stretched to expose the polymer filament core. Segments of the filamentous core were then removed and placed on histologic slides for routine staining. Microsco­pically, the material was identical to that seen in case 3. The product remains implanted and the lot was not provided, therefore, no DHR review could be conducted. Although no definitive conclusion can be made based on the available information and without the product, but it is possible that procedural factors including vessel characteristics and interaction with concomitant devices may have contributed. There is no indication of any device manufacturing issues; therefore, no corrective actions will be taken at this time.